Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. The patient was using a tandem mobi insulin pump at the time of the event. The patient reported discrepancies between her cgm and fingerstick blood glucose (bg fs) readings. At one point, the cgm displayed 291 mg/dl while an bg fs measured 371 mg/dl. Subsequently, the cgm displayed ¿high¿, whereas a repeat bg fs measured 456 mg/dl. Multiple calibration attempts were performed but did not correct the discrepancy. During this time, the patient experienced nausea, vomiting, and headache. She did not take any medication or initiate treatment. A family member transported her to the hospital, where they arrived at approximately 5:00 pm. Upon arrival at the emergency room (ER), an bgfs measured 548 mg/dl, while the cgm continued to display ¿high¿ without a numeric value. By 8:00 pm, the patient was admitted to the intensive care unit (ICU) and treated with IV insulin. She also received zofran for nausea (topical jelly and IV) and oral morphine and tylenol, given every eight hours. At the time of the report, the patient remained hospitalized and had not yet been informed of a discharge date. She reported feeling better. The sensor was still in place, with the most recent readings showing a cgm value of 251 mg/dl and a bg of 346 mg/dl. She attempted additional calibrations; however, the issue persisted. No other details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.